Event description:
A medtronic representative reported that, while in a cranial procedure, approximately 5 millimeters of the bone anchor broke off within the patient's head. The surgeon reported that this occurred as the patient woke up from anesthesia and moved his, or her, head. The surgeon opted to leave the bone anchor instead of extracting it. The surgeon completed the procedure with the use of the thermal therapy system . There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Patient information now provided. Patient weight was not available.